Event description:
It was reported that, "locking ring didn't close properly at the split. Upon final tightening the split in the lock ring did not close "face to face. This allowed the set screw to sit flush with the connector instead of being slightly proud like it typically is."